Manufacturer narrative:
Concomitant medical products: product ID 3778-45, lot# v803533010. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39. Product type: accessory: product ID 3550-29. Product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported there was an infection in the pocket. The implantable neurostimulator was explanted. The patient recovered without sequela.

Manufacturer narrative:
Product ID 3778-45 lot# v803533010, explanted: 2012 (B)(6), product type lead product ID 37754 lot#, serial # (B)(4), product type recharger product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID 3550-39 lot#, explanted: 2012 (B)(6), product type accessory product ID 3550-29 lot#,: explanted: 2012 (B)(6), product type accessory. Evaluation of the implantable neurostimulator revealed the following: no anomaly found, screw sets were tight and in the correct locations. Evaluation of the lead revealed the following: two conductors (circuits 6 and 7) broken 2.9 cm from the proximal end. Functional test : (circuit#:ohms), 0:4.1, 1: 4.0, 2:3.9, 3:3.8, 4:4.0, 5:3.8, 6:intermittent, 7:open, no shorts between circuits (dry). Also, titan anchor impressions 18.6 to 19.6 cm from the distal end. Evaluation of the plug revealed the following: no anomaly found. Evaluation of the anchor revealed the following: stim anchor, titan anchor, cut silicone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.